Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on 2 patient samples on a dimension exl 200 instrument. The quality control was within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse ran pump titrations and all readings recovered within acceptable limits. The cse inspected the heterogenous module (hm) by performing mixer test and calibration. Then, the cse performed hm alignments. The cse also checked ultrasonics, calibrated the hm mixers, and checked luminescent oxygen channeling immunoassay (loci) statistics and did not observe any issues. Then, the cse replaced the reagent 2 (r2) drain. The cse also installed a new vessel gate solenoid, cleaned excess of reagent out of the channel that the incubation wheel rides on, performed alignments, and adjusted the gap on the cuvette forming solenoid. Then, the cse ran system checks, and fluidics and optics recovered acceptably. Then, the cse replaced the insert, cleared statistics, ran 50 sair's, processed three successful system checks. The cause of the falsely elevated tnih results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on 2 patient samples on a dimension exl 200 instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the original instrument, recovering lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). One of these patients were redrawn for a tnih workup and the new sample was tested on the same instrument and the result was lower than the erroneous result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00074 on 24-feb-2023. Additional information (28-feb-2023): siemens reviewed the instrument data and determined the reagent 2 drain and the luminescent oxygen channeling immunoassay (loci) are unlikely to cause the falsely elevated high-sensitivity troponin I (tnih) results as quality controls and other samples recovered acceptably. Additionally, siemens determined that the customer was not centrifuging samples according to the sample tube manufacturer's recommendation. Therefore, a sample integrity issue or an alignment issue, which was corrected with the service actions described in the initial report, potentially contributed to the falsely elevated tnih results. The instrument is performing according to specifications. No further evaluation of this device is required.